Event description:
During an outpatient surgical case, staff states that the unit would not fluoro at start of case - error said "stand not connected". C-arm was removed from case, but was used in two subsequent cases, and that problem did not recur. The cables and connections were tested repeatedly with and the problem could not be reproduced. The equipment has since run without problems and the issue could not be duplicated.